Event description:
Dealer states this is going to be the 4th ghs350 to be replaced. When the patient is in the lift it is pulling the patient outward when standing in the lift. Additional information on past returns. Dealer states where the spreader bar attaches to the yolk is worn and the brass bushings have fallen out so now the leg does not move. Dealer states this lift has been exchanged several times. (B)(4), life returned prior to oracle cp system, and then RMA keyed on (B)(4) but unit was never returned. This is the 3rd return that is able to be found in oracle. All different reasons for return.